Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed irregular surface texture on the articulating surface, and severe scrape marks on the non-articulating surface. The two pegs, and barbs have gouging marks. The damages observed were consistent with extraction marks. The most likely cause(s) of this type of event include non-compliance to the post-op protocol or post-op trauma to the surgical site. Per product directions for use (dfu-0131g), post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient fell with outstretched arms on (B)(6) 2017. She reported improving "soreness" in right shoulder. Patient called office on 6/13/2017 to report that the soreness in right shoulder has not resolved. CT arthrogram ordered. Patient seen on (B)(6) 2017 for assessment and follow-up of CT. Right glenoid appears to have come loose from trauma on (B)(6) 2017. Removal done on (B)(6) 2017.